Event description:
It was reported that the lead was oversensing on the atrial channel. Atrial impedance was greater than 2000 ohms. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.